Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. The patient remains ongoing with device support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2016 for complaints of back pain. Upon admission, the patient was found to have a pump pocket infection and sepsis. Wound and blood cultures were positive for (B)(6). The patient was treated with ciprofloxacin and other unspecified IV antibiotics. On (B)(6) 2016, the patient underwent surgical debridement and drainage of the pump pocket and abdominal wound. Post-procedure, it was reported that the patient was unable to be weaned off of the ventilator and a tracheostomy was performed on (B)(6) 2017. The pump pocket infection reportedly remains ongoing. No additional information was provided.

Manufacturer narrative:
The pump will not be returned for evaluation as it was not explanted. An autopsy was not performed per the family¿s request. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient continued with the pump pocket infection, and became ventilator dependent and on hd. According to the patient¿s progress notes from the infectious disease doctor, the patient was encephalopathic and in multisystem organ failure. The patient¿s family decided to withdraw support and the patient expired on (B)(6) 2017. There was no indication as to the cause of the patient¿s death in the progress notes.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported pump pocket infection, sepsis and subsequent patient outcome could not be conclusively determined. Infections and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.